Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room. The patient had recently developed heart block and was not capturing on the rv lead. Intermittent sensing was also observed. Rv lead dislodgement was suspected. The lead was explanted and replaced. There were no patient complications associated with the lead extraction or replacement procedure.